Manufacturer narrative:
(B)(4). Patient experienced the first occurrence of peritonitis sometime in (B)(6) 2013. A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 3 of 3. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had since then experienced three other recurrences of peritonitis and had been hospitalized for the reported event. The most recent recurrence was manifested by abdominal pain, fever and chills. The patient was hospitalized for the event and treated with unknown antibiotics. Four days later, pd therapy was discontinued and the catheter was removed as treatment for peritonitis. The next day, the patient was discharged from the hospital. Patient began hemodialysis treatment the following day. Three days later, the patient was treated with intravenous (IV) vancomycin (500mg, frequency not reported) for a total of 14 days for peritonitis. The cause of peritonitis was unknown. At the time of this report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers h13d16086 and h13f05068 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.